Manufacturer narrative:
(B)(4). D6a: implanted on an unknown date 20 years ago. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient will undergo a pmi hip revision approximately 20 years post-implantation due to implant failure. A revision procedure has not been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.